Event description:
It was reported that microbore extension set, IV connector, t leaked. The following information was provided by the initial reporter: material no: mzxt9001 batch no (lot no): unknown. It was reported leaking noted from the white hub. " leaking noted from the white hub on the piv t-connector. Staff did clean up leak and noted that it did continue. Extension replaced. Staff reported this is the second t-connector extension that leaked this week."

Manufacturer narrative:
It was reported that the set¿s white hub was leaking. Received one used extension set model: mzxt9001 lot unknown. A handwritten note was received one the bag ¿leaking from white hub. This is the 2nd IV seen doing this week.¿ the set was visually inspected for kinks, incomplete bonding engagements, holes / tears in the tubing or damages to the components. No anomalies or evidence of damages were observed during initial visual inspection. Functional testing was performed by attaching one lab syringe filled with blue dye water to the set¿s nac-t connector or ¿white hub.¿ the slide clamp was engaged and an 18-guage cannula was attached to the extension set¿s male luer. The syringe plunger was gently depressed and no leaks or issues were observed. The syringe was detached and attached to the nac zero¿s injection port with the slide clamp disengaged. A second flush was performed and no leaks or any issues were observed. The syringe was attached to a lab extension set and with the extension set attached to the nac-t connector with model mzxt9001¿s slide clamp engaged. The sets were then loaded into a lab syringe module for a syringe infusion. The infusion was programmed for a rate of 10ml/hr and vtbi of 10ml. The infusion completed with no alarms, leaks, or any issues. The mzxt9001 set was pressure tested at each injection port while submerged underwater (per dir #10000339917 ¿ IV disposable leak test method). Air pressure was incrementally increased from 5 psi to 30 psi. No leaks or anomalies were observed the set or at the components. Equipment used (measurement and testing performed on 28aug2020). 8015 alaris pcu 1.5, eq10291, calibration due date: 20mar2021 8100 alaris system syringe, eq08313, calibration due date: 04aug2021. Air pressure regulator with pressure gauge, eq00138, calibration due date: 02oct2020. The customer¿s report that the set¿s white hub was leaking was not confirmed. The root cause of the customer¿s experience was not identified because no leaks or anomalies were observed or replicated during functional and pressure testing. A device history record could not be performed due to no lot number was provided by the customer.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that microbore extension set, IV connector, t leaked. The following information was provided by the initial reporter: material no: mzxt9001, batch no (lot no): unknown. It was reported leaking noted from the white hub. " leaking noted from the white hub on the piv t-connector. Staff did clean up leak and noted that it did continue. Extension replaced. Staff reported this is the second t-connector extension that leaked this week.